Manufacturer narrative:
Approximate age of device - 1 year and 11 months. A correlation between the device and the reported infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for desensitization and redness and drainage was observed from the driveline site. The infection was treated during the admission with oral antibiotics. The patient is reportedly discharged from the hospital with improvement of the infection noted. The vad reportedly functioned as designed during the event.